Event description:
Clinical study. It was reported 372 days following a percutaneous carotid artery procedure, that the pt returned with in-stent restenosis. The index procedure treated the 80% stenosed 8x15mm target lesion, located in the bifurcation of the left common carotid vessel. Treatment utilized a bsc filter wire ez and the placement of a 4-9x30mm nexstent. Following post dilation with an unk device, the residual stenosis was 30%. The pt was discharged one day post procedure with a hospital stroke value of 1 for facial palsy. At 372 days post the index procedure, the pt returned for an ultrasound revealing abnormal, high velocities within the target vessel. It was noted that there were elevated doppler velocities within the target lesion stent. Per the core lab ultrasound report dated the same day, there was greater than or equal to 50-79% in-stent restenosis. On day 385, the pt returned for a required 12 month f/u visit, with a hospital stroke scale of 0. On day 398, a computerized tomographic angiogram (cta) was performed revealing a 50-60% narrowing of the vessel diameter at the mid portion of the stent. The pt has not experienced any neurologic symptoms and no action has been taken. The event was considered "not resolved". The device relation to the event was listed as "possible".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.